Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The pressure and extender tubing were also returned. A kink was found on the catheter tubing approximately 51.3cm from the iab tip. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm from the iab tip. A break in the optical fiber was found at this location. Additionally a second break in the optical fiber was found within the membrane approximately 24.6cm from iab tip. The optical fiber was found to be broken in two locations of the iab, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that after approximately two days of intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm was generated after patient movement. Troubleshooting did not result in regaining the fiber optic arterial pressure (ap). The customer was then guided in connecting and obtaining the transduced inner lumen ap on the cs300 intra-aortic balloon pump (iabp). Therapy was continued for another two days. There was no patient harm or adverse event reported.